Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device did not function, since the shaft was still rotating when the knurled knob was set to "release." The device was not being used during surgery . It is unk if injury or medical intervention occurred. There was no additional info provided.